Event description:
The facility's biomedical engineer returned an infusion pump for service with the reported problem of channel failure. A failure code on channel a was found in the device's event history during service. The biomed reports to baxter qm that the pump was in use on a patient. There was no report of patient injury or medical intervention caused by this device. Details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. No additional contact was provided.